Manufacturer narrative:
The sample involved in the incident was returned for evaluation. Functional testing of the sample confirmed leakage from the y-injection site. Microscopic examination of the latex injection site revealed that the target diaphragm area had needle entry penetrations too numerous to count. Some of the penetrations had intersected and formed larger openings through which the solution leaked because the latex had lost its ability to reseal. The lot number involved could not be positively determined. The work order for the lot number possibly involved was reviewed and found acceptable. No other reports of this nature have been field against the lot number porssibly involved. Corrected data: manufacturing site registration number was corrected from "57302" to 6000096". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57302-1998-15.

Event description:
Rec'd report of IV tubing y-site leaking after access with a needle. A pt had IV fluids running via an omniflow pump and tubing. After accessing the site closest to the pt with a needle, fluid leaked out of the port, soaking the bed. The nurse changed the tubing. Again after access of the port, the tubing leaked. Tubing changed again and the y-site was taped off by the nurse. No pt harm reported.